Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose to nearly 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, trouble breathing and chest pain. Once at the hospital the patient was treated with intravenous fluids as well as 10 units of insulin. The patient was released from the hospital after 6 hours. The patient had gone to her doctor the following day and no changes were made to the patients personal diabetes manager (pdm) but it was discovered upon removal of the pod from the infusion site (abdomen) the cannula was bent. The patient's blood glucose history are as follows: time: 8:15 am, bg(mg/dl): 122; 1:00 pm, 160; 3-4 pm, 263; 5:30 pm, 387; at hospital, near 500.